Event description:
Reference MDR #3006425876-2011-00010 for the first event involving the same patient. It was reported that the patient was a (B)(6) female being resuscitated with endocarditis. The second kit was opened and tested prior to use. During pre-test, the 18ga x 6.35 cm needle would not allow passage of the spring wire guide (swg). The device was not used and another kit, (B)(4), was opened and inserted successfully. A delay of a few minutes was noted. There was no reported patient death, injury or complications noted. The patient outcome is noted as "fine." Additional information received on (B)(6) 2011 from the (B)(6) coordinator manager indicated that the dilator did not flow well over the swg. The intervention required was to insert another catheter and a delay of 15 minutes occurred. The event was not a problem with the swg passing through the needle.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.